Manufacturer narrative:
(B)(4). Manufacturer acknowledges lateness of the report, which is being addressed per internal corrective action. Product not returned for evaluation. Most likely underlying root cause: user had poor technique.

Event description:
The meter is provided 286 results in fast and 2 hours after eating gives you results of 245. Apply control solution to test and validate that strips are good performance but patient alleges that it does not have the control solution. Asked if equipment to any fallen patient alleges that not. Recommended glucose levels varies from 70-130 in fast, and less than 180 after 2 h after eating. No further infromation was provided.